Manufacturer narrative:
(B)(4).

Event description:
It was reported there was far field r wave oversensing on the atrial channel when the patient presented via merlin.net transmission with multiple inappropriate mode switch episodes. There was atrial and ventricular dissociation causing p waves to be blanked. Programming changes were recommended.